Manufacturer narrative:
A review of device history records will be conducted. A follow-up report will be issued after the investigation is complete.

Event description:
As reported: push the manta housing through the sheath valve on two 14 french units, so upsized to an 18 french units and closed. Associated to: MDR 3010252479-2022-00135.

Manufacturer narrative:
Two 14f manta closures, two 14f sheaths, two 14f introducers were returned for investigation. The components were decontaminated then visually inspected. During inspection the engineer noted blood particulates present on the components. Both 14f manta closures did not exhibit an engaged lever. The button valve within each of the 14f sheaths was torn. The bypass tube on both units was able to be pushed via the sheath without any issues. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an undisclosed procedure, a 14f manta was planned for closure. No issues were encountered advancing or withdrawing the procedural sheaths. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance while attempting to advance the bypass tube into the sheath hub. No buckling or bending of the bypass tubes occurred when met with resistance; and the proctor coached the physician not to apply force if the bypass tube does not go through the hemostatic valve within the sheath hub. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.